Event description:
It was reported that: "it was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt rec'd a trident acetabular hip system. It was further alleged that, the pt is experiencing pain and discomfort and has suffered six dislocations and has undergone four revision surgeries."

Manufacturer narrative:
The information on this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. As per information rec'd, the devices are not available at the time of the per due to the ongoing litigation. Additional f/u information may be obtained by the legal affairs as it becomes available.